Event description:
Got breast implants (B)(6) 2008. Explanted (B)(6) 2019 after years of suffering mysterious illness. Out of disability since (B)(6) 2016 as a nurse due to debilitating symptoms. FDA safety report ID# (B)(4).